Event description:
A physician called to inquire about the recommended sterilization time required for instruments he used for percutaneous endoscopic procedures. He reported that he had been processing his scopes in cidex ad for the last 15 yrs using a 45 minute soak time for disinfection rather than the 10 hour soak time recommended for the product. His office staff recently read the IFU for cidex ad sterilization and determined that sterilization of the endoscope is required. Asp customer care center staff reviewed with him the cidex ad IFU indications for use, specifically, the sterilization soak time of 10 hours as well as the spaulding classifiction. He stated that he did not have any patient infections to report.

Manufacturer narrative:
Reporter stated there are no patient infections to report. This MDR is being submitted as a malfunction report due to user error failing to follow the manufacturer's recommendations in the product IFU for high level disinfection and sterilization.